Event description:
The string of the stryker surgicount x-ray detectable safety-sponge safe-t lap sponge (ref# (B)(4), lot # 0222, exp. Date 2023-05-27) fell out during surgical/medical procedure. Sponge did not reach patient as the scrub tech noticed it on the back table.